Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not duplicated or confirmed. It was determined that the device was functional. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that before surgery, it was observed that two battery devices were not charging on the universal battery charger device. It was further reported that the universal battery charger device had no function. There were no delays in the surgical procedure. It was not reported if spare devices were available for use. There was no patient involvement reported. It was not reported if there any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.